Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 5/22/1999. On june 3, 1999 she sought medical treatment for infection at ear piercing site, she was treated and prescribed antibiotics.